Event description:
It was reported patient had a right hip revision due to on going pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 2051-3048, secur-fit ha psl screwless cup 48mm, lot code: 48979601a; cat. No.: 6051-0730a secur-fit ha 132 hip stem #7, lot code: 7stm-30; cat. No.: 6519-1-028 delta un.fem hd 28mm r28 16/18, lot code: r2816-18; cat. No.: unknown, unknown taper sleeve, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.